Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 weeks ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: scs-linear leads, model: sc-2218-50, serial: (B)(6), batch: 7079515/7079522.

Event description:
It was reported that the patient underwent a system explant procedure due an unknown reason. All components were explanted and will not be returned as they were discarded by the medical facility.